Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to fluid loss. The device failed to inflate, and a fractured cylinder was noted. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.